Event description:
It was reported that an ilet pump¿s housing separated into two pieces during normal use, with no drop reported, and the device continued to function and display information; the user was able to sync data and perform an orderly shutdown via the menu. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy requiring medical care and no hospitalization. Investigation included customer service troubleshooting and usage education, verification of addresses, confirmation of return logistics, and arrangement of replacement shipment. Investigation of this case revealed a device mechanical integrity issue consistent with enclosure or display assembly separation, while the screen remained usable and the pump operable, with the cause of the physical damage unknown. It was concluded, based on previously established findings for similar reports, that the event was due to a device mechanical issue with undetermined root cause.